Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an abrupt change in pacing impedance measurements and triggered a lead safety switch due to impedances of greater than 3000 ohms. There were also episodes of rv noise and oversensing noted. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an abrupt change in pacing impedance measurements and triggered a lead safety switch due to impedances of greater than 3000 ohms. There were also episodes of rv noise and oversensing noted. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that in-clinic follow up with the patient showed rv loss of capture, variable pacing threshold measurements, and the noise was able to be reproduced. The device was reprogrammed, and replacement of the non-boston scientific rv lead was discussed with the physician. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an abrupt change in pacing impedance measurements and triggered a lead safety switch due to impedances of greater than 3000 ohms. There were also episodes of rv noise and oversensing noted. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that in-clinic follow up with the patient showed rv loss of capture, variable pacing threshold measurements, and the noise was able to be reproduced. The device was reprogrammed, and replacement of the non-boston scientific rv lead was discussed with the physician. No adverse patient effects were reported. The device remains in service.